Manufacturer narrative:
Unit passed rewind, basic occlusion test, and displacement test. No rewind anomaly noted. However, unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor. Unit received with cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a rewind anomaly. The customer was unable to rewind every time she had to rewind the insulin pump. When she inserted the reservoir, insulin squirted out. The drive support cap was slightly recessed. Customer's blood glucose level was 144 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.